Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 350 mg/dl. The customer¿s current high blood glucose 499 mg/dl. The customer had treated with injections. Customer did not allege insulin pump was under delivering. The customer also reported air bubbles in infusion set. The products were not returned for analysis.